Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the tube ppt plh 13x100 5.0 plblce r/bl had the stopper pop out of the tube. The following information was provided by the initial reporter: the customer stated "the device show signs of fragility when the stopper is handled. This morning a cap came off the tube when the tube was removed from the sample bag at the end of the collection."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2020-11-09 h6: investigation summary bd received 7 samples and 1 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for loose stopper with the incident lot was not observed. Additionally, the customer samples were evaluated by visual examination and water filling test and the indicated failure mode for loose stopper with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.see h.10.

Event description:
It was reported during use the tube ppt plh 13x100 5.0 plblce r/bl had the stopper pop out of the tube. The following information was provided by the initial reporter: the customer stated "the device show signs of fragility when the stopper is handled. This morning a cap came off the tube when the tube was removed from the sample bag at the end of the collection."